Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side "rupture." Healthcare professional later reported "presence of a siliconoma abutting the inferior edge of the implant with some component of inflammation" via MRI. Healthcare professional additionally reported "hole, non-specific." The device has been explanted and replaced.

Event description:
Healthcare professional reported right side " presence of a siliconoma abutting the inferior edge of the implant with some component of inflammation" via MRI. The device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "rupture." The device remains implanted.